Event description:
It was reported to philips the device failed the functional check. There was no patient involvement.

Event description:
It was reported to philips the device failed the functional check. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty capacitor. The fse replaced the capacitor. The device passed all performance assurance tests and was placed back into use with the customer.